Manufacturer narrative:
It was reported a revision surgery was performed due to joint laxity. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Smith and nephew has been unable to obtain device details. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. No further medical assessment can be performed at this time. It has been communicated that the surgeon does not blame the implant for the revision. Probable causes could include but not limited to patient limited range of motion or patient anatomy. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported a revision surgery was performed due to joint laxity. Information about the explanted devices is unavailable. Implanted device: genesis 2 ps high flexion articular insert (71421520/14lm04453).